Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert while using a contact detach infusion set with the ilet system, observed drops during fill tubing after disconnecting, and resolved the issue only after changing the infusion set and cartridge with guided support. Symptoms included no adverse clinical effects and a stable blood glucose of 122 mg/dl. Outcomes included restoration of insulin delivery after supply change and user education on set change and priming. Investigation included remote troubleshooting and user-led corrective actions. Investigation of this case revealed that the occlusion was alleviated by replacing the infusion set and cartridge, indicating a supply-related obstruction. It was concluded that the event was attributable to an infusion set occlusion that resolved with supply replacement and user education.